Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned. Pictures were provided that confirmed a locking latch was broken off the device. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 - foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery container opened during surgery due to vibrations of the motor. On receipt at the sterilisation service, it was found that the clips had come unstuck. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.